Manufacturer narrative:
Device performed according to specifications. A field verification test was completed (and passed) at the time of installation. No errors from built-in test that is automatically run on each system start-up were noted or reported. Subsequent testing of the device after the ae occurred also indicated the device performed normally. Physician chose to use system for treatment without active suction system, outside the scope of the cleared indications for use (i.e., lung). No instructions or training exist for use of the csa system without the active suction system. Physician indicated cryospray (venting) was likely related to cause of pneumothoraces.

Event description:
Pt admitted for cryospray procedure. Two cycles of 10 second cryospray were applied. Bilateral chest tubes were placed to alleviate free air in the chest cavity (pneumothoraces). Pt was hospitalized and discharged 2 days later once stabilized.